Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 20x4.50mm rebel stent was advanced to treat the target lesion. However, the stent stripped off from the delivery system due to a kink in the guide catheter. The detached stent fell off in the mid catheter and the devices were removed together from the patient's body. The procedure was completed with another guide catheter and stent. No patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: returned product consisted of a rebel stent delivery system. The balloon was loosely folded with the stent present. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. The shaft is buckled/damaged in numerous locations. The stent is shifted distally on the balloon by 23mm. The stent is damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 20x4.50mm rebel stent was advanced to treat the target lesion. However, the stent stripped off from the delivery system due to a kink in the guide catheter. The detached stent fell off in the mid catheter and the devices were removed together from the patient's body. The procedure was completed with another guide catheter and stent. No patient complications were reported.